Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not emit audio prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not emit audio prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the device would turn on but would not start-up operations. During visual inspection of the internal components it was observed that fet q71 (part of the h-bridge) was blown apart. The root cause of the reported and observed issues is determined to be the damaged h-bridge circuit / pcb components. The customer's device was archived by stryker.